Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure an air embolism was identified on fluoroscopy while slitting the sheath on the catheter. The patient became tachypneic with a decrease in oxygen saturation to 89%. This was transient and resolved by the end of the procedure. The air on fluoroscopy also resolved. No additional adverse patient effects were reported.